Event description:
It was reported that the device was used during a colo-rectal procedure. It was reported by the rep that the surgeon was able to fire only half the way down the cartridge. The lever could not be pushed forward or backward.